Event description:
Surgery was being performed - conducting liver laparotomy to treat bladder and colon cancer spreading into pt's liver. During this procedure a pulmonary embolism was triggered. There were 4 metastases found. After the largest such tissue was removed, "abc" was used for hemostasis. Among the 4, 3 of them were cauterized by microtaze (microwave surgery). Blood loss was caused when surgical needle was removed from the needle hole. The hospital then applied "abc" (1-2 seconds) for hemostasis, but it was not successful and stopped blood loss by use of surgical thread. The pt suddenly went into critical condition and showed signs of cyanosis. The hosp staff attempted resuscitation but the carbon dioxide concentration ratio was down to 0% of the pt's exhalation. The pt survived after "continuing resuscitation nearly 40 minutes of cardiopulmonary resuscitation."